Manufacturer narrative:
Visual evaluation found that the device has been manually advanced and is locked in the fully advanced position. The blue split cannula was not returned nor was the t1 implant. The white depth/penetration limiter has been trimmed to the surgeon¿s preference. The suture is frayed where t1 would be attached. T2 is in the delivery needle. T2 was removed from the needle with a light tug. Upon further review it was identified that there is a slight bow in the needle. This obstruction is most likely the reason t2 did not deploy and became stuck. Review of the DHR found there were no abnormalities reported with this lot during manufacture. Complaint history review identified no additional complaints for this manufactured lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the deployment of the second t-implant was not possible; it became stuck in the needle. The procedure was completed with a backup device. There was a delay of less than 30 minutes reported with no patient impact.